Event description:
It was reported that the patient presented in the emergency room due to the right ventricular (rv) lead was eroded through the skin and it was visible. The entire pacemaker system was explanted due to rv lead eroded through the skin. The patient's condition was stable.

Manufacturer narrative:
The product was returned and visual examination found no malfunction.